Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported that during a shoulder repair that the suture on his healix advance br 5.5mm became snagged on the inserter and broke off when the device was being implanted. The surgeon completed the procedure with the device but needed to add an additional anchor next to the first one to secure the fixation. There were no patient consequences reported. There was a 7 minute delay in the procedure.

Manufacturer narrative:
The complaint device is not available for a physical evaluation since it remains in the patient and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.